Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported mz1000 suffered damage and cracked during use. The following information was provided by the initial reporter, translated from (B)(6): "product cracks during use, methotrexate and kiloside use, leak confirmation, doubt of the possibility of max zero cracking, in-world scrutiny request in hematology patients".

Event description:
It was reported mz1000 suffered damage and cracked during use. The following information was provided by the initial reporter, translated from japanese: "product cracks during use, methotrexate and kiloside use, leak confirmation, doubt of the possibility of max zero cracking, in-world scrutiny request in hematology patients."

Manufacturer narrative:
H6: investigation summary: one mz1000 sample was received without packaging for investigation. No connecting products were returned to assist the investigation. Further information provided by the customer indicates that the leakage was observed approximately a week after first use. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see h10.